Event description:
It was reported that non sustained right ventricular oversensing was observed on the right ventricular (rv) lead. The cause of the oversensing was unspecified. The rv lead was explanted and replaced. There were no patient consequences.